Event description:
We use closure fast catheters to do radiofrequency ablation procedures. We had to use three different catheters for one pt because when procedure was going to be performed, the rfa machine did not recognize the device (catheter). Catheter was already inside the pt¿s vein and had to be removed and have another advanced into the vein to have procedure performed. Closurefast (B)(4) lot 550689, closurefast (B)(4) catheters.

Event description:
Add'l info rec'd on (B)(4) 2012: we use closure fast catheters to do radiofrequency ablation procedures. We had to use three different catheters for one pt because when procedure was going to be performed, the rfa machine did not recognize the device (catheter). Catheter was already inside the pt's vein and had to be removed and have another advanced into the vein to have procedure performed. (B)(4).